Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that no image signal was output from the subject device since the circuit board of the subject device was broken. And all indicators of the front panel of the subject device were turned on. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The local field service engineer checked the subject device on site and found that no rgb and composite image signals were output. The local field service engineer connected the subject device to two monitors, the image was not displayed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, no image signal was output from the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon of ¿no imaged displayed¿ was caused by the failure of the patient board set, cp board, dp board, and dx board. The phenomenon of ¿user detected a burning smell¿ was not reproduced and there was no evidence of burn and/or burnt smell observed inside the device. The phenomenon of ¿front panel indicators all lit¿ was reproduced but the cause could not be identified. It was stated that the design of the dr board had been changed, and it was confirmed that this device was a product before the design change. The change history of parts was checked and it was found that the design of the dr board was changed on april 16, 2018. (Reference: service bulletin, 151p-q0012). It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified products were shipped from june 13, 2018 olympus will continue to monitor field performance for this device.